Event description:
According to the reporter, post operative a laparoscopic minimally invasive esophagectomy, the staplers had no reported performance issue, but the patient had an anastomotic leak that requires treatment.